Event description:
While the patient was in bed, the bed started to move up and down without anyone touching the controls and stopped at the highest level, as witnessed by a staff member. Patient was moved to another bed and bed with malfunction was taken out of service. There was no harm to patient or staff. Preventative maintenance (pm) is performed on hospital beds by the maintenace vendor once per year, but we do not know the date preventative maintenance (pm) was last performed on this particular bed. The bed will not be returned to service because the mainframe was bent which reportedly contributed to the short circuit in the control panel.